Event description:
It was reported that the patient passed away after suffering a seizure that was associated with a cardiac event. Further information was received from the patient's physician that the cause of death was determined to be sudep and it was not related to the vns device. The patient had a seizure then post-ictal sleep and was later found in bed pulseless. No additional relevant information has been received to date.